Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "bioglue was used during the surgical closure of vsp and bioglue was applied in between ventricular endocardium and patch(es). At 3 weeks after the initial operation, CT scan and ultrasonic ultrasound scan result showed no factor that may cause any serious adverse events. About 2.5 months after the initial operation, patient developed fever and bacteriological examination confirmed patient was with bacillemia. Later infection was determined and patch(es) initially used to close the vsp was (were) found peeled off. Redo operation became necessary due to infection induced patch(es)-peel-off. During the redo operation, vsp was closed by using new patch(es) and foreign body about the size of little finger tip, which was causing leg ischaemia, was removed from patient¿s body. Reportedly, there is another foreign body at superior mesenteric artery and patient is still admitted as inpatient."

Manufacturer narrative:
The manufacturing record for bioglue, lot number 16mjx013, was reviewed. It was confirmed that the record was controlled, available for review, and met all specifications. Pathological review of returned specimen determined the following: -gross description- the specimen is received in a container of formalin labeled "foreign material." The specimen consists of two fragments of firm amber material grossly consistent with bioglue. Each fragment measures approximately 1 cm in greatest dimension. The two fragments are submitted in their entirety in a single cassette.the image is saved as ¿gross image (bioglue).pdf.¿ -microscopic description- histologic sections show homogeneous eosinophilic material morphologically consistent with bioglue. Clusters of microorganisms can be seen at the periphery of the bioglue. Red blood cells are present. However, no significant inflammatory cells are seen. A gram stain showed that the organ isms are short gram positive rods with variable morphology. The image is saved as ¿bioglue with gram positive (bacilli).pdf.¿ -final diagnosis- foreign material consistent with bioglue and clusters of gram positive bacilli with variable morphology. A review of the available information was performed. In the reported event, approximately 5ml of bioglue was used between ventricular endocardium and patch(es) during the surgical closure of ventricular septal perforation. It was stated bioglue was coated the entire patch. 3 weeks after the initial operation a CT (computed tomography) scan and ultrasonic ultrasound results showed no factor that may cause any serious adverse events and the patch(es) had not come off. Approximately 2.5 months after the initial operation, the patient developed fever and bacteremia. Later the patch(es) were found peeled off thought to be induced by the infection and leg ischemia was identified. A re-operation occurred and the vsp (ventricular septal perforation) was closed using new patch(es). ¿because of the bacteremia, the doctor took reoperation and replaced the patch. That time bioglue was disappeared near the patch and the doctor did not use bioglue during reoperation.¿ also foreign body ¿about the size of little finger tip¿ was removed between the thigh to knee area. ¿reportedly, there is another foreign body at superior mesenteric artery and patient is still admitted as inpatient." The foreign material removed from the leg that was causing the leg ischemia was sent to cryolife for further evaluation. The pathological lab reviewed the sample and found the foreign material to be consistent with bioglue. Also clusters of gram positive bacilli with variable morphology were seen on a gram stain. The use of bioglue to repair ventricular septal perforation has successfully been reported in literature (labrousse 2006, higashi 2012). Labrousse and higashi both report a technique in which bioglue was applied between the two patches. It is unknown what types of patches were used during the reported event. When the patches peeled off it exposed bioglue to circulating blood. The polymerized bioglue could then embolize causing the leg ischemia. The IFU (instructions for use) states, ¿do not expose intracardiac structures to bioglue¿, ¿do not allow bioglue in either the uncured or polymerized form to contact circulation blood. Bioglue entering the circulation can result in local or embolic vascular obstruction.¿ as bioglue is terminally sterilized it is unlikely the infection mentioned in this event was caused by bioglue. A definitive root cause of the embolization is unknown; however, guidance for prevention of bioglue embolism during application is provided in the product¿s IFU. The IFU identifies the following potential adverse events that may occur with the use of bioglue: infection, inflammatory, immune systemic allergic reaction, thromboembolism, failure of product to adhere to tissue, and application of adhesive to tissue not targeted for procedure. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "bioglue was used during the surgical closure of vsp and bioglue was applied in between ventricular endocardium and patch(es). At 3 weeks after the initial operation, CT scan and ultrasonic ultrasound scan result showed no factor that may cause any serious adverse events. About 2.5 months after the initial operation, patiet developed fever and bacteriological examination confirmed patient was with bacillemia. Later infection was detemined and patch(es) initially used to close the vsp was (were) found peeled off. Redo operation became necessary due to infection induced patch(es)-peel-off. During the redo operation, vsp was closed by using new patch(es) and foreign body about the size of little finger tip, which was causing leg ischaemia, was removed from patient¿s body. Reportedly, there is another foeign body at superior mesenteric artery and patient is still admitted as inpatient."